Event description:
Foley catheter not draining properly per doctor. Checked balloon to see if it was inflated, but no saline could be retracted. Foley catheter removed and assessed. 10cc of saline injected into balloon port. Balloon was noted to inflate, but small leak noted to balloon. New foley catheter placed per md, management notified. Manufacturer response for foley catheter, bard foley catheter (per site reporter).